Event description:
It was reported that the patient experienced dyspnea and phrenic nerve stimulation. A chest x-ray revealed a pneumothorax. A thoracentesis was performed and the issue resolved. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).